Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level ranging from mid 300 mg/dl to 500 mg/dl. Customer's father stated that there was a hospitalization for high blood glucose levels. Customer was sick, possibly with the flu, and his ketones were off the chart. Customer had the following symptoms: vomiting, excessively thirst, diarrhea, cramping stomach, fever, and rapid breathing. Customer also had diabetic ketoacidosis. Customer was treated with an insulin drip and saline. Customer was wearing the pump at the time of the hospitalization. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-87015.